Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device remained implanted, no product evaluation was able to be performed. The root cause of the calcification remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a transcatheter valve was implanted in the aortic position of an (B)(6) female patient using a valve-in-valve procedure due to aortic calcification leading to stenosis. The implant duration of the original device, a 21mm pericardial valve, at the time of the procedure was approximately 10 years. Both devices remain implanted. Patient was reported to be doing well. No additional information was provided.